Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pain') in a 28-year-old female patient who had essure (batch no. 111175-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, chlamydial infection, uterine dilation and curettage, obesity, anemia, iron deficiency, cesarean section, vaginitis, bacterial vaginosis, myofascial pain syndrome, shortness of breath, carpal tunnel syndrome, upper respiratory infection, flank pain, kidney stones and bladder infection. Previously administered products included for an unreported indication: nora be from (B)(6) 2011. Concurrent conditions included anemia since (B)(6) 2010, migraine since (B)(6) 2010 and depression since (B)(6) 2010. Concomitant products included famotidine since (B)(6) 2010, iron since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2011, paracetamol (tylenol) since (B)(6) 2010, sertraline hydrochloride (zoloft) since (B)(6) 2010, sulfamethoxazole from (B)(6) 2013 and trimethoprim from (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding(menorrhagia) / menstrual bleeding"), urinary tract infection ("urinary tract infection/ infection (bladder/urinary tract/vaginal)-uti") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), anxiety ("psych injury/ psychological or psychiatric condition: mental anguish"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("depression") and nausea ("nausea") and was found to have a pregnancy with contraceptive device ("claiming pregnancy: birth- no complication"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, abdominal pain, menorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue and vaginal haemorrhage had resolved and the pregnancy with contraceptive device, anxiety, depression and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, bladder/urinary problems, fatigue. Discrepancy noted in insertion date: (B)(6) 2017 (previously reported) and in current fu ((B)(6) 2011) was reported. It was reported that normal size uterus normal bilateral ovaries left fallopian tube normal, essure coil visible but not perforated right fallopian tube normal appearing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: plaintiff fact sheet was received. Event added from pfs- nausea. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), pregnancy with contraceptive device ('claiming pregnancy: birth- no complication') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, urinary tract infection, vaginal infection, vaginal discharge and fatigue had resolved and the pregnancy with contraceptive device and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, bladder/urinary problems, fatigue. Discrepancy noted in insertion date: (B)(6) 2017 (previously reported) and in current fu ((B)(6) 2011) was reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events pregnancy: birth - no complication, abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), psych injury, urinary tract infection, vaginal infection, vaginal discharge, fatigue, device ineffective added event pelvic pain outcome was updated to recovered/resolved. No lot number or device sample was received in this case. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pain') in a 28-year-old female patient who had essure (batch no. 111175-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, chlamydial infection, uterine dilation and curettage, obesity, anemia, iron deficiency, cesarean section, vaginitis, bacterial vaginosis, myofascial pain syndrome, shortness of breath, carpal tunnel syndrome, upper respiratory infection, flank pain, kidney stones and bladder infection. Previously administered products included for an unreported indication: nora be from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included anemia since (B)(6) 2010, migraine since (B)(6) 2010 and depression since (B)(6) 2010. Concomitant products included famotidine since (B)(6) 2010, iron since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2011, paracetamol (tylenol) since (B)(6) 2010, sertraline hydrochloride (zoloft) since (B)(6) 2010, sulfamethoxazole from (B)(6) 2013 to (B)(6) 2013 and trimethoprim from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding(menorrhagia) / menstrual bleeding"), urinary tract infection ("urinary tract infection/ infection (bladder/urinary tract/vaginal)-uti") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), anxiety ("psych injury/ psychological or psychiatric condition: mental anguish"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("depression"), nausea ("nausea"), osteoarthritis ("I was diagnosed last year with chronic degenerative osteoarthritis disease"), pruritus ("severe itch on my arms hand and legs feet."), neuropathy peripheral ("numbness that's its neuropathy"), mental impairment ("last year I was mentally so weak") and suicidal ideation ("I was planning my suicide.") And was found to have a pregnancy with contraceptive device ("claiming pregnancy: birth- no complication"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, abdominal pain, menorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue and vaginal haemorrhage had resolved and the pregnancy with contraceptive device, anxiety, depression, nausea, osteoarthritis, pruritus, neuropathy peripheral, mental impairment and suicidal ideation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, mental impairment, nausea, neuropathy peripheral, osteoarthritis, pelvic pain, pregnancy with contraceptive device, pruritus, suicidal ideation, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, bladder/urinary problems, fatigue. Discrepancy noted in insertion date: (B)(6) 2017 (previously reported) and in current fu (B)(6) 11) was reported. It was reported that normal size uterus normal bilateral ovaries left fallopian tube normal, essure coil visible but not perforated right fallopian tube normal appearing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: reporter was added. New events- osteoarthritis, pruritus, neuropathy peripheral, mental impairment, suicidal ideation were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pain'), uterine haemorrhage ('abnormal uterine bleeding'), genital haemorrhage ('general abnormal bleeding') and pregnancy with contraceptive device ('claiming pregnancy: birth- no complication') in an adult female patient who had essure (batch no. 111175-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, chlamydial infection, uterine dilation and curettage, obesity, anemia, iron deficiency, cesarean section, vaginitis, bacterial vaginosis, myofascial pain syndrome, shortness of breath, carpal tunnel syndrome, upper respiratory infection, flank pain, kidney stones and bladder infection. Concurrent conditions included anemia since (B)(6) 2010, migraine since (B)(6) 2010 and depression since (B)(6) 2010. Concomitant products included famotidine since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2011, paracetamol (tylenol) since (B)(6) 2010 and sertraline hydrochloride (zoloft) since (B)(6) 2010. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding(menorrhagia)"), urinary tract infection ("urinary tract infection/ infection (bladder/urinary tract/vaginal)-uti") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anxiety ("psych injury/ psychological or psychiatric condition: mental anguish"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and depression ("depression") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, abdominal pain, menorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue and vaginal haemorrhage had resolved and the pregnancy with contraceptive device, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, bladder/urinary problems, fatigue. Discrepancy noted in insertion date: (B)(6) 2017 (previously reported) and in current fu (09-aug2-011) was reported. It was reported that normal size uterus normal bilateral ovaries left fallopian tube normal, essure coil visible but not perforated right fallopian tube normal appearing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of ptc. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pain') in a 28-year-old female patient who had essure (batch no. 111175-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, chlamydial infection, uterine dilation and curettage, obesity, anemia, iron deficiency, cesarean section, vaginitis, bacterial vaginosis, myofascial pain syndrome, shortness of breath, carpal tunnel syndrome, upper respiratory infection, flank pain, kidney stones and bladder infection. Previously administered products included for an unreported indication: nora be from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included anemia since (B)(6) 2010, migraine since (B)(6) 2010 and depression since (B)(6) 2010. Concomitant products included famotidine since (B)(6) 2010, iron since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2011, paracetamol (tylenol) since (B)(6) 2010, sertraline hydrochloride (zoloft) since (B)(6) 2010, sulfamethoxazole from (B)(6) 2013 to (B)(6) 2013 and trimethoprim from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding(menorrhagia) / menstrual bleeding"), urinary tract infection ("urinary tract infection/ infection (bladder/urinary tract/vaginal)-uti") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), anxiety ("psych injury/ psychological or psychiatric condition: mental anguish"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("depression"), nausea ("nausea"), osteoarthritis ("I was diagnsed last year with chronic degenerative osteoarthritis disease"), pruritus ("severe itch on my arms hand and legs feet."), neuropathy peripheral ("numbness thats its neuropathy"), mental disorder ("last year I was mentally so weak") and suicidal ideation ("I was planning my suicide.") And was found to have a pregnancy with contraceptive device ("claiming pregnancy: birth- no complication"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, abdominal pain, menorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue and vaginal haemorrhage had resolved and the pregnancy with contraceptive device, anxiety, depression, nausea, osteoarthritis, pruritus, neuropathy peripheral, mental disorder and suicidal ideation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, mental disorder, nausea, neuropathy peripheral, osteoarthritis, pelvic pain, pregnancy with contraceptive device, pruritus, suicidal ideation, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, bladder/urinary problems, fatigue. Discrepancy noted in insertion date: (B)(6) 2017 (previously reported) and in current fu (09-aug2-011) was reported. It was reported that normal size uterus normal bilateral ovaries left fallopian tube normal, essure coil visible but not perforated right fallopian tube normal appearing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. (Product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pain'), uterine haemorrhage ('abnormal uterine bleeding'), genital haemorrhage ('general abnormal bleeding') and pregnancy with contraceptive device ('claiming pregnancy: birth- no complication') in an adult female patient who had essure (batch no. 111175) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, chlamydial infection, uterine dilation and curettage, obesity, anemia, iron deficiency, cesarean section, vaginitis, bacterial vaginosis, myofascial pain syndrome, shortness of breath, carpal tunnel syndrome, upper respiratory infection, flank pain, kidney stones and bladder infection. Concurrent conditions included anemia since (B)(6) 2010, migraine since (B)(6) 2010 and depression since (B)(6) 2010. Concomitant products included famotidine since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2011, paracetamol (tylenol) since (B)(6) 2010 and sertraline hydrochloride (zoloft) since (B)(6) 2010. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding(menorrhagia)"), urinary tract infection ("urinary tract infection/ infection (bladder/urinary tract/vaginal)-uti") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anxiety ("psych injury/ psychological or psychiatric condition: mental anguish"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and depression ("depression") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, abdominal pain, menorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue and vaginal haemorrhage had resolved and the pregnancy with contraceptive device, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, bladder/urinary problems, fatigue. Discrepancy noted in insertion date: (B)(6) 2017 (previously reported) and in current fu (B)(6) 2011) was reported. It was reported that normal size uterus normal bilateral ovaries left fallopian tube normal, essure coil visible but not perforated right fallopian tube normal appearing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) - bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-sep-2019: reporters and patient demographics, medical history, concomitant drugs added. Added events abnormal bleeding (vaginal), depression, abnormal uterine bleeding. Updated reported event anxiety. Updated reported event term and onset dates. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pain'), uterine haemorrhage ('abnormal uterine bleeding'), genital haemorrhage ('general abnormal bleeding') and pregnancy with contraceptive device ('claiming pregnancy: birth- no complication') in an adult female patient who had essure (batch no. 111175-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, chlamydial infection, uterine dilation and curettage, obesity, anemia, iron deficiency, cesarean section, vaginitis, bacterial vaginosis, myofascial pain syndrome, shortness of breath, carpal tunnel syndrome, upper respiratory infection, flank pain, kidney stones and bladder infection. Concurrent conditions included anemia since (B)(6) 2010, migraine since (B)(6) 2010 and depression since (B)(6) 2010. Concomitant products included famotidine since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2011, paracetamol (tylenol) since (B)(6) 2010 and sertraline hydrochloride (zoloft) since (B)(6) 2010. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding(menorrhagia)"), urinary tract infection ("urinary tract infection/ infection (bladder/urinary tract/vaginal)-uti") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anxiety ("psych injury/ psychological or psychiatric condition: mental anguish"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and depression ("depression") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, abdominal pain, menorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue and vaginal haemorrhage had resolved and the pregnancy with contraceptive device, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, bladder/urinary problems, fatigue. Discrepancy noted in insertion date: (B)(6) 2017 (previously reported) and in current fu ( (B)(6) 2011) was reported. It was reported that normal size uterus normal bilateral ovaries left fallopian tube normal, essure coil visible but not perforated right fallopian tube normal appearing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) - bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-oct-2019: update of information (batch not valid). No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.